Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the muscle suture got opened (subcutis) after castration surgery in several cats. They had not had problems until these cases arised. Also, it is reported that different veterianians have performed the surgeries and it has also been excluded that the sutures had been absorbed by the animal's behaviour. Further information has been requested. The MFR report numbers of the medwach forms related are: 3003639970-2022-00112, 3003639970-2022-00113, 3003639970-2022-00115.

Manufacturer narrative:
The MFR report numbers of the medwatch forms related are: 3003639970-2022-00112, 3003639970-2022-00113, 3003639970-2022-00115, also, 3003639970-2022-00199. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Remarks: as stated in the side effects of the instructions for use of the product, may not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.